Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had received an occlusion alarm and the pump had unexpectedly reset. The customer's blood glucose (bg) level was elevated and insulin injections were administered to address the bg level. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions; however, the pump t:connect data was reviewed and the battery power showed inconsistencies. The customer indicated that the pump would be continued to be used to temporarily manage diabetes.